Manufacturer narrative:
A visual inspection and functional testing and dimensional analysis were performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the aaa procedure was completed. Reportedly post procedure, the foot-plate of one prostyle device would not retract and the device became entrapped in the patient anatomy. A vascular surgeon was called in to perform surgical intervention to remove the footplate. A cutdown surgery was performed to remove the device, without incurring any vessel damage. Hemostasis was achieved via cutdown with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.